Manufacturer narrative:
This complaint was determined to be a duplicate of emdr #1828100-2016-00307, therefore please reject the initial medwatch for this complaint. The investigation summary will be updated on emdr follow-up_01 for #1828100-2016-00307. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00307. The field service representative (fsr) discovered the cpg monitor connected to system 8000 that was scheduled for preventive maintenance (pm) and located in equipment room. The system is used as a back-up unit. There was a note on the cpg monitor stating that it was randomly powering itself off and on and resetting itself. The fsr was unable to duplicate problem reported (a second time). The fsr removed the cpg monitor and completed preventive maintenance/inspection successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) monitor was randomly powering itself off and on, then resetting itself. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay nor adverse consequences to the patient.